Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: a review of the pump¿s black box revealed a cs 064 alarm and this alarm was duplicated during investigation. There was internal moisture damage found near the motor flex connector. Due to the moisture damage, the motor did not work . Unrelated to the original complaint, the battery compartment was found to be cracked in two places. Additionally, the bolus button was damaged.